Event description:
It was reported that pump displayed occlusion alarms, and caller also reported a separate alarm. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Technical support guided caller through multiple troubleshooting steps including disconnecting tubing, tightening connection, delivering test boluses, checking for insulin blockage, removing cartridge, and inspecting for damage, then assisted caller in filling and loading new cartridge, after which customer was advised to replace supplies as needed and resume insulin therapy.